Event description:
It was reported to covidien on 08/20/2009 that a customer had an issue with a dialysis catheter. Customer reports that the catheter was placed and the following day, it was discovered that the catheter was leaking from a point just beyond the hub, in close proximity to the locking device. The catheter was pulled and replaced.

Manufacturer narrative:
(B) (4). An investigation is currently underway. Upon completion, the results will be forwarded.